Manufacturer narrative:
The check of the manufacturing chart of the lot# involved (2016ag02j) did not reveal any pre-existing anomaly on the male thread (40 instruments released on the market with such lot#). By a visual analysis of the instrument received, we confirmed the damage of the threaded part of the instrument; the threaded part is to be screwed into the trial cup to allow its positioning/impaction in the acetabulum. The thread damage does not allow a functional coupling between the instrument and the trial cup. By our analysis, the damage of the thread was not pre-existing on the device and occurred after a certain number of uses of the instrument. We do not have any info on possible improper uses (e.g. Incorrect coupling between instrument and trial cup) which could have damaged the thread. No corrective actions for this specific case (failure mode). The specific lot # (16ag02j) involved in this complaint is involved in a recall action for a different reason (welding failure) - please refer to the recall notice sent to FDA on 08th of september 2017. Limacorporate has planned to complete the above mentioned recall in the worldwide market within end of 2017.

Event description:
Damaged male thread of a delta trial impactor detected intraoperatively. No reported consequences for the patient, no prolonged surgery time. Estimated number of uses of the instrument: 20. Event occurred in (B)(6).

Manufacturer narrative:
We will submit a final report on this issue once the investigation will be completed.

Event description:
Damaged thread of a delta trial impactor detected intraoperatively. No reported consequences for the patient, nor prolonged surgery time. Estimated number of uses of the instrument: (B)(4). Event happened in (B)(6).